Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient manages her diabetes with fixed and sometimes adjusted doses of lantus and novolog insulins. The patient indicated that the alleged issue started on an unspecified date/time 1-2 weeks prior to contacting lfs on (B) (6) 2010. The patient claimed that she had developed a symptom of shakiness before the alleged issue began. However, the patient also mentioned that she was shaky on (B) (6) 2010, at 12:00 pm. At that same time, the patient¿s blood glucose was reportedly tested on an ER/hospital meter and a result of ¿35 mg/dl¿ was obtained. Within 30 minutes of obtaining the ¿35 mg/dl¿ result, the patient¿s blood glucose was also tested on the reported lfs meter and a result of ¿216 mg/dl¿ was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was reportedly treated by a health care professional (hcp) with food and/or drink(s). It would have been helpful to know the following information: the patient¿s testing frequency, her medication and diabetes management regimens, what date(s)/time(s) the symptom of shakiness developed, what actions the patient took before and after the symptom developed, what her last meter readings were before the symptoms developed, and what times the last readings were obtained. The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness and received hcp treatment suggestive for hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.